Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, enlarged atrium and a rotated heart. It was noted the mean pressure gradient was 3-4mmhg. An ntw clip was inserted, and grasping was performed. However, after the leaflets were grasped, the mean pressure gradient increased to 8mmhg. Due to the increased gradient, the physician decided to remove the clip and replaced it with an xt clip. The xt was inserted and grasping was performed. However, after the leaflets were grasped, the mean pressure gradient increased to 7mmhg. Due to the increased gradient, the physician decided to remove the clip and replace it with an nt clip. When the clip was removed, the gradient returned to 3-4mmhg. The nt was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. The physician decided to deploy the clip, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported difficult to remove from the anatomy (clip becoming caught on chordae) appears to be related to user technique of cds removal from the ventricle. Image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due to the previously implanted clip, a rotated heart and echo shadowing because of calcification of the annulus and the leaflets. Unspecified tissue injury (chordal rupture) appears to be related to difficulty removing the clip from the anatomy and is therefore related to procedural conditions. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury / illness / impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.